Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported one day post implant that the implantable pulse generator (ipg) exhibited a prolapsed setscrew. The right atrial (ra) lead had also dislodged. The ra lead was revised and remains in use. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.